Event description:
Caller alleged discrepancy high inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 6.0, 2.0. The time between testing was two hours. Reportedly, milking finger after finger stick, unable to obtain sufficient blood sample and touched finger to sample well. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.